Manufacturer narrative:
Iop elevation from baseline & secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).

Event description:
An article was published reporting that following implantable collamer lens (icl) implantation procedures, 3 patients experienced "lens rotation and underwent lens exchange with a larger lens with a more stable alignment. One patient had high intraocular pressure and was treated with anti-glaucoma drops and acetazolamide tablets. This patient went down after shifting to pressure sparing steroid drops lotemax." It was noted, "none of the toric or phakic intraocular lenses or surgery caused corneal edema. One patient showed progression of keratoconus and was observed for one year before surgery." The lens was replaced at a later date. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.